Event description:
Surgeon complained the lcp proximal femur plate, implanted in 2004 during a revision procedure due to nonunion, was noted as broken on an x-ray the following month. Broken plate has not been removed.